Event description:
It was reported to philips that the system could not be turned on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed that the system could not be turned on. The fse found that the x-ray-pc did not startup due to a defective power supply which also caused a fuse to blow. The fse replaced the fuse and the x-ray-pc. After replacing the fuse and the x-ray-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.